Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # m54d8y. The analysis found that one ec60a device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Intra-operative photos received. A review of the photograph from the firing of an ec60a device loaded with a blue cartridge resulted in the following observations, comments and conclusion. Observations: image 1 - this intraoperative photo is a shot of an unformed staple. The event description describes six formed staples with formed and unformed free staples in the abdomen. There appears to be one unformed staple in this shot and no cut tissue. Image 2 ¿ this intraoperative photo is of the staple/cut line on the cystic duct. The duct is not cut. There are two formed staples in this photo and one staple whereby it is difficult to determine whether or not it is properly formed as only half of it is visible with the other half located in the tissue.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon identified the cystic duct was too large for a clip. Retrograde dissected gall bladder off liver. The cystic duct was final tissue to transect. Closed the ec60a with blue load on tissue and waited fifteen seconds for pre-compression. The surgeon commented that the tissue did not look appropriate for the load he chose. The surgeon noted that normally he uses an ec45a with a gray load, but account only had the ec60a and opted for a blue load. During firing sequence, the surgeon noted the device fired much easier than normal with no resistance. The surgeon opened the jaws to observe only six staples were formed on tissue (picture will be submitted) and there were several free staples in the abdomen but there was the presence of several goal post staples (one can be observed in the pictures submitted). The surgeon also commented none of the tissue was cut. Another like device and blue reload were used to complete the procedure. There were no adverse consequences for the patient.